Event description:
It was reported that during a procedure involving the stent pxp35-08-27-135 visi pro 035, there was a failure to cross or position t he device in the biliary artery, resulting in the lesion being left untreated. When the device was returned for evaluation, it was noted that the stent was damaged

Manufacturer narrative:
Product analysis the device was returned with the stent moved distally on the balloon and the distal end of the stent deformed, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.